Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had the white tip at the distal end snap off. The issue was observed during preparation for use. The procedure was completed with a similar device and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found that the ultrasound probe and distal end unit were damaged and need to be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was related to design of the device. Repair history was reviewed, and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by wrong handling of the device, a definitive root cause of the detached probe could not be identified. About breakage, the contents of the instruction manual about shipping products were reviewed and the description below was found to likely prevent the issue: warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.